Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked approximately 94.5 cm from the hub. The cat6 was ovalized from approximately 134.4 cm to approximately 135.6 cm from the hub. Conclusions: evaluation of the returned device confirmed that the distal end of the cat6 was ovalized. This damage likely occurred due to improper handling of the cat6 during reintroduction into the patient. If the distal tip of the catheter is pinched or otherwise forcefully manipulated during use, damage such as this may occur. These devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac artery using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician removed the clot and decided to go back into the patient with the cat6 to remove a distal tibial clot. However, while advancing the cat6 over the aorta-iliac bifurcation, the physician noticed that the cat6 had collapsed on itself and became ovalized at the distal tip. The physician removed the damaged cat6 from the patient and continued the procedure using a new cat6. There was no report of adverse effect to the patient.